Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements, with instances exceeding 200 ohms. The health care professional (hcp) discussed the vector breakdown and isometrics test results with technical services (ts), which did not reveal any abnormalities. Ts suggested to continue monitoring the patient and provided indications to ensure therapy is not compromised if impedance measurements reach 200 ohms. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).